Event description:
It was reported by the service report that the litter top support bracket was cracked at the outer rail and may not support patient weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.